Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated and embedded in wall of the inferior vena cava. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure and the detached strut was removed via an open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and eight months post filter deployment, the filter was removed and computed tomography (CT) revealed one or two struts within the pulmonary artery. After two days later, the patient scheduled for fractured filter struts removal. The patient was prepped and draped and opened the intercoastal space. Dissected away the superior segmental branch, basilar branches, middle lobe branches as well as the beginning of the upper lobe branches. The foreign body was identified, and it was gently relaxed the distal clamp foreign body and it was able to grasp this. The foreign body was removed. There was no obvious intimal injury in the localized area and closed the pulmonary artery in a double prolene fashion running. Therefore the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter tilt, detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure and the detached strut was removed via an open chest procedure. The current status of the patient is unknown.